Manufacturer narrative:
The delivery system was not returned to edwards for evaluation, however, the pre-op CT was provided for review. Review of the CT showed vessel tortuosity was present in the patient anatomy. The actual access entry path (left/right) was not reported, but the minimum luminal diameter (mld, 6.2mm) of the patient met the minimum requirement (5.5mm) for size 26mm per the training manual. No procedural imagery was provided for evaluation. During manufacturing, the delivery system and its components undergo multiple 100% inspections. In addition, all lots are required to undergo product verification testing under a sampling basis. Five unit samples were pulled and all tests performed passed. These instructions and inspections during the manufacturing process support that it is unlikely a manufacturing non-conformance contributed to the complaint event. A review of complaint history from december 2016 to november 2017 for the edwards commander delivery system (all models and sizes) revealed one confirmed complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for ¿delivery system ¿ deflation difficulty-partial or slow¿ was unable to be confirmed. A review of DHR, lot history, and complaint history review did not reveal any indications that manufacturing non-conformance contributed to the complaint. A review of manufacturing mitigations also support that the delivery system has proper inspections in place to detect issues related to the reported event. Past complaint suggests that inflation/deflation issues could have occurred as a result of the delivery system twists, kinks, bends and vessel tortuosity. A twist or kink in the delivery system would have reduced the inner diameter of the balloon catheter restricting the flow of the saline solution to the balloon from the inflation device and vice versa. Although tortuosity is presence in patient access vessel, no insertion difficulty was reported and the device was not torqued during the procedure. The device was prepared according to the IFU and the issue was only limited to deflation (slow deflation, both inside and outside of patient). However, due to the unavailability of the relevant device, engineering was unable to perform any visual, functional or dimensional analysis. As a result, a manufacturing non-conformance was unable to be determined. There is insufficient information to determine root cause at this time. No manufacturing or IFU/labeling inadequacies were identified. There is insufficient information to determine root cause at this time. A review of the complaint history for the month of november 2017 revealed that the occurrence rates did not exceed the control limits for the failure mode. Therefore, no corrective or preventative action was required.

Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
During a transfemoral tavr procedure in the aortic position, while attempting to deploy the sapien 3 valve, the delivery system balloon was reported to have taken " a long time" (10 seconds) to deflate, which subsequently extended the pacing run time. Despite the slow deflation, the valve was able to be successfully deployed in a 90:10 aortic position. Post echo showed no pvl or cai. The patient left the room in stable condition. The physician reported there were no abnormalities or insertion difficulty with the delivery system. The balloon had been prepped with 85% saline & 15% contrast. Once the delivery system was removed, the team attempted to deflate the balloon on the back table and it was also "slow". The device was not torqued during the procedure. There were no issues during the inflation of the balloon. A 60ml waste syringe and a smaller atrion was used.